Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist contacted biomed group and requested date/time to remote into the station. The technical support specialist (tss) had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ es server updated inventory information was not being sent to the server, causing stockouts of critical medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.